Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H

Event description:
It was reported that a cartridge alarm occurred. Customer¿s blood glucose level was in the 300s mg/dl. Reportedly, the customer was able to load a new cartridge successfully.